Event description:
This is an account of a serious problem with an insyte #20 gauge intravenous catheter. Rptr was threading this catheter into a pt's antecubital vein. The catheter was clearly in. There was suddenly blood obscuring the field when rptr was gently threading the catheter into the vein. When rptr wiped away the blood, the reason was evident. The hub of the catheter had snapped off leaving the catheter in the pt's vein. Rptr left the tourniquet on the pt, kept their finger over the catheter and was able to fish out the catheter end with a hemostat. Rptr measured the catheter tip to another catheter and found that there was none left in the pt. The consequences of this catheter end getting loose and lodging in the heart or brain or elsewhere are very grave indeed and do include death as a possible direct result.